Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the blade was broken off during use. As the broken piece was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on 2/4/2010: no pieces were left in the patient body. But we have no information whether the broken piece fell into the patient or not.

Manufacturer narrative:
Tracking # pi1-4gyb9rdate sent: 02/19/2010a1, 2, 3, 4; b6, 7: information was not provided by the affiliate.d4; h4, 6: information anticipated, but unavailable at this time.